Event description:
It was reported that during a right total knee replacement procedure, the blade broke into 2 pieces. It was also reported that both pieces were identified and successfully removed from the surgical field. If was further reported that there was no injury to the pt.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, if the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.